Manufacturer narrative:
The insulin pump was received with cracked end cap. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports that insulin pump was cracked and pieces missing and bottom portion was coming off. Customer does not know how damage occurred. Customer's blood glucose was 104 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.